Event description:
The pt was scheduled for a diagnostic coronary angiogram. During the procedure, the user had to remove the original syringe that was installed on the system and replace it with a new syringe. The user then attempted to fill and purge the new syringe without disconnecting the pt from the system. An air injection allegedly occurred during the fill and purge of the second syringe. The pt expired. No autopsy was performed and risk management would not provide the cause of death. Risk management at the site reviewed the avanta instructions for use and the system itself, and acknowledged that the avanta instructions are clear that the pt be disconnected during system set-up and purge.

Manufacturer narrative:
A medrad service engineer performed a checkout of the injector system and no issues were found. The site retained the disposables that were allegedly involved in the incident. Risk management at the hospital indicated that the evaluation of the disposables was not necessary, because they knew what happened and that the retraining would address the problem. This incident is being attributed to user error. Extensive additional applications training was performed at this site and two other sites in the same hospital system. Evidence of competency forms were filled out for the individuals that were trained.